Event description:
A customer contacted beckman coulter inc, (bci) reporting that the coulter lh 750 analyzer rocker bed was not advancing and one patient tube had broken while being run in automatic aspiration mode. The customer was advised to run in manual aspiration mode. The customer was wearing personal protective equipment (ppe) at the time of the event. There was no report of death or injury and no one required medical attention. No exposure to open wounds or mucous membranes has been reported.

Manufacturer narrative:
The customer cleaned up the approximately 5ml of spilled blood. The service call was cancelled when the customer called back saying they had fixed their instrument. The root cause for the broken patient tube is unknown.